Event description:
On 04jul2023, a johnson & johnson employee reported a patient (pt) in the united kingdom was diagnosed with acanthamoeba keratitis while wearing an acuvue® oasys max 1-day brand contact lenses (cls) in the right eye (od). The pt¿s od was ¿sore looking;¿ the right pupil was dilated, and the conjunctiva was ¿moderately pink and glassy.¿ the pt reported having a previous, milder ¿sore eye/infection¿ and had gone swimming wearing contact lenses. After swimming, the pt¿s eye pain subsequently worsened. The pt visited the ophthalmology department at a hospital, was diagnosed with acanthamoeba keratitis, and was prescribed antibiotics and a pain killer ¿that would cause the pupil to dilate¿ (medication names and dosages not provided). The pt visited the hospital twice last week and reported the pain had eased since yesterday and the vision had ¿gone.¿ on 12jul2023, the pt provided additional information. The pt reported having conjunctivitis before buying and wearing the cls that "evolved in keratitis" after wearing cls while swimming. The event occurred on (B)(6) 2023. The pt experienced od eye dryness, pain, and an "uncomfortable feeling" after the cls were removed. The pt stated the vision deteriorated "at the beginning but now it is getting better." The pt was treated at the hospital on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. Since then "the infection conditions are improving." The pt was prescribed exofilin 4 times a day and cyclo eye drops every 2 hours, when needed. The pt was advised not to wear cls for at least 2 months. The pt is an experienced cl wearer and has a daily wear schedule. Multiple attempts were made to obtain additional medical information from the pt with no success. No additional information has been received. Contact information for the treating eye care professional was not provided. The diagnosis and treatment provided could not be confirmed. The suspect od lot number is unknown. The availability of the suspect od cl is unknown. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
H3 other text : availability of suspect lens unknown.